Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (capacitor voltage fault) was isolated to a defective u1004 component on the pca board. The u1004 pld mux_sel2 signal is reading 3.3 volts, causing reading errors in the a to d circuit. The monitor did not pass detect and threat testing. The root cause for the defective u1004 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor was experiencing capacitor voltage faults.